Event description:
Date of implant: (B)(6) 2021. The ovd was used just after it was taken from the refrigerator. The iol was explanted as it was found the optic was broken just after iol insertion. Patient impact: intra-operative explantation.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). An incomplete product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Only a main piece of the iol was returned. The injector was not returned. Appearance check result of the product was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: py-60ad). It was reported that cold ovd was used. IFU precautions advise: leave the lens for at least 30 minutes at a temperature of 21 to 25°c to achieve optimal lens conditions for folding. From our investigation, we believe the cause of this event was traced to off-label, unapproved, or contra-indicated use. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.